Event description:
Approx 10 minutes after the completion of a nebulization treatment using a nebulizer heater, the cord caught fire proximal to the heater and slightly burned the heater case. No pt injury occurred. The fire was extinguished and the heater and bottle were removed from the room. The heater has been identified as over 12 years old, and was not a part of the facility preventive maintenance program. It was initially reported that the water bottle had been empty and the heater still plugged in. Subsequent reports stated that water and air were passing through the heater when the fire erupted. A short in the cord at the entry point to the heater, appears to have been the cause. The damage to the cord prohibited a definitive conclusion.